Event description:
It was reported that the patient presented in the emergency room experiencing frequent syncope and chest pain. Upon device interrogation, the right ventricular lead exhibited loss of capture. An x-ray and chest computed tomography scan revealed the lead had perforated the heart and had reached into pericardium space. The device was reprogrammed and patient was placed into the intensive care with a temporary pacemaker. On (B)(6) 2017, the lead was explanted prior to heart repair procedure. On (B)(6) 2017 a replacement device was implanted. Patient was stable during and after both procedures.